Event description:
A patient suffered a ruptured spleen during a lithotripsy procedure. A review of the system log book found that the patient was treated in two areas of the right kidney. One stone was treated for 1000 shocks and the second with 1500 shocks. The patient was treated in full with 50 shocks, in increments of ten, at shock intensity of 1-5 and the remainder of the total 2500 were given at level 6.